Event description:
C-cc-gw - guidewire passage difficult/damaged or out of spec; it was reported that there was a lot of difficulty with pulling the wire back, difficult to straighten to remove from the "j" position. It was further reported that when looking at the wire that was removed from the patient, it looked coiled almost as if shredded. Follow up with the customer indicated that this event took place in the emergency department and that it took two physicians to retrieve the wire from the patient; however, there were no patient complications.

Manufacturer narrative:
The device has not been returned for evaluation.

Manufacturer narrative:
Customer report was confirmed for a stuck guidewire. The catheter returned is not a presep catheter, and am not able to determine if the wire is an edwards guidewire. The guidewire is a 0.032" 60cm which is correct for this kit. The catheter that the wire is stuck in is a arrow 7f 20cm multi-med type catheter, with no optics. The wire is stuck inside the distal lumen and has also uncoiled over a 40cm area. The inner wire of the guidewire j-tip end appears to be broken 1cm proximal of the j tip. There are no missing components.